Event description:
At the third follow-up visit, the patient was examined and found to have an infection and non-union at the fracture site. Standard treatment for this event requires that all internal fixation devices be removed to facilitate healing. At that time, the physician found that two of the bone screws used in the previous surgery had backed out and caused the bone plate to loosen.

Manufacturer narrative:
The device failure observed is believed to be the result of a condition the plate was not designed to withstand - a prolonged nonunion caused by an onsite infection. Information from the surgeon indicates the initial fracture was highly comminuted. The higher the comminution, the higher the risk for nonunion. The plate is designed for initial fixation and stabilization of a fracture during the healing process - it is not designed to withstand the forces generated in a nonunion. It is also not designed to be used in the presence of an infection, as is stated in the IFU (instructions for use). The surgeon stated in an email that it is his belief that the device did not cause the infection; it is standard procedure to remove the implant and debride the wound if an infection persists. This product has been on the market since february of 2006. Over 2000 surgeries have been done since then using this product and various other sizes: no adverse events have been recorded. A visual inspection was done on the returned plate, and no defects were seen. All effected products were all reassembled in the office and no defects were seen. Inspection criteria and material specs have been reviewed, and all effected product meets the requirements. The returned plate was also evaluated with the screw gauge, and the product was within tolerance, even after usage.